Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) machine failed to automatically inflate. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer was sent to investigate the issue. The fse was able to reproduce the issue and replaced a defective drive manifold and safety disk. After repair the iabp passed all functional and safety tests and was returned to the customer for use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).